Event description:
This console was not a patient. Customer reported that the mounting nut for the on/off switch on one of the redundant controllers was lost. No additional information is available at this time. Syncardia is investigating. This alleged failure mode poses no risk to a patient because the console was not supporting a patient. In addition, the alleged malfunction does not negate the ability of the console to perform its life-sustaining functions, because the console has a redundant, backup controller, and redundant system performance was not affected.